Manufacturer narrative:
The customer¿s report that carboplatin free-flowed down into the primary bag was not confirmed or replicated during testing. Timed rate accuracy testing was performed with the device operating at a infusion rate of 10ml/hr as a secondary infusion. Testing found the system to be in specification with no unregulated flow observed. Internal and external inspection was performed on the pump and no issues were found that would have contributed to the customers reported free flow event. The mechanism was fully disassembled for internal inspection. No evidence of dried fluid residue was observed on the mechanism assembly components. The root cause was not determined.

Event description:
It was reported that after hooking up the secondary infusion of carboplatin and opening the clamp it free-flowed down into the primary bag which was hung lower than the secondary. The pump was not started yet. The patient did not receive any medication. They changed all the tubing and it happened again so they changed the pump and it flowed normally. There was no patient impact.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a free flow event of the secondary infusion using an lvp. Although requested, there were no further details or information provided and no report of harm.